Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the error code e116 appeared as a result of a malfunction in the mother board, likely caused by stress, leading to circuit board failure. Thus, the customer allegation was confirmed. However, the cause of e117 could not be determined as it was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions than reported in the b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera control unit displayed error codes e116 and e117 ¿ ccu (close control unit) circuit board malfunction. The issue occurred during an undisclosed procedure. There were no reports of patient harm.